Event description:
It was reported by a non-medical person that a couple of months post op, patient reported that "my back popped on me." An exploratory surgery was performed approximately 20 months post op and during the surgery it was noted that a screw was broken. The device was replaced.